Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat biliary obstruction in the common bile duct during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed fully covered by the outer sheath and the puncture site was closed with a clip. Reportedly, the procedure was not completed. A subsequent endoscopic retrograde cholangiopancreatography (ercp) with percutaneous drainage procedure was performed the week after the initial procedure to address the biliary obstruction. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.